Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information in d4.

Event description:
The event involved a nicu transpac® it monitoring kit w/30 ml flush device, blood sampling port, and 10 cc contamination sheath syringe where it was reported, "when used on a different patient, the samples obtained are extremely dilute. Even when pulling back more blood than needed and also following all guidance for sampling." Samples seemed to be diluted samples. It was stated there seemed to be a mix of hepsal which they used to keep the line patent. The steps were followed for sampling and pump paused as per instructions, but clear sample was not only blood but blood and hepsal. The sample reading was inaccurate. Treatment was not given in reaction to these samples as it was obvious they were dilute prior to them being run through the gas machine. Altered sample result which may have resulted in patient being over/under treated and this patient was extremely sick. There was no occlusion or blockage. No damage noted to product. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.